Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 failed to open since no lights on any boards. A field service engineer replaced the t board and the drawer board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported when using the bd pyxis medstation system drawer failed to open and this malfunction affected on issuing medication. The customer stated that they have tried to recovered and rebooted it resulted as they need maintenance. The user managed to get medication from the back panel. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.